Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and baclofen (concentrations and doses unknown) via an implantable infusion pump. Patient history included non-malignant pain, other chronic/intract pain (trunk/limbs), and rsd/causalgia-complex regional pain syndrome. The patient stated that 3 times he was "at grimm reaper's door" and came back to life. The patient stated that he died every time he went to sleep but an intensive care unit (ICU) nurse saved him. The patient had also been told by an endocrinologist that he was going to die. The patient stated that he had been lied to, abused, and disabled. The patient had gone through four different doctors. No device malfunction was alleged. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.